Manufacturer narrative:
Multiple attempts to obtain additional information were made, however, the information was not forthcoming.  The valve was not returned to edwards life sciences as it remains implanted in the patient. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the pvl is unknown, however, it is possible that it may have been due to procedural factors (under-expanded valve) and/or the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
H10: additional information provided clarified the severity of pvl after the valve deployment was moderate and was reduced to mild post dilatation. It is perceived that the pvl was caused by an undersized valve. The patient expired post dilatation (date unknown), however, the death was not due to valve malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided clarified the 26mm sapien 3 valve had been deployed within the patient¿s existing prosthetic mitral valve.  Post deployment, echo revealed moderate pvl.  After the valve was post dilated the pvl was reduced to mild.  It is perceived that in addition to an under-expanded valve, the patient's mitral annular calcification might have caused the pvl.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), two days post deployment of a 26mm sapien 3 valve in the mitral position, the physician noticed there was a leak. The decision was made to inflate a balloon inside the sapien 3 valve in order to improve the leak. Several unsuccessful attempts were made to cross the mitral valve with a wire, but all were unsuccessful. An edwards delivery system was used to cross the mitral valve. The physician removed the delivery system and inserted a non edwards balloon to post dilate the valve. Repeat echo showed the leak improved significantly. The patient was stable at the end of the procedure.